Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced intermittent "high" blood glucose (bg) levels. The cause of the high bg levels were unknown, and specific bg values were not provided. The infusion set and cartridge were changed to address bg levels. Recommendation was made to discuss diabetes management with a health care professional.